Event description:
The customer reported the up and down softkey button on the bezel assembly was damaged on the heartstart mrx. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.